Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced postoperative complications. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the 3dmax mesh. Additional information per coauthor states that the comprehensive analysis leads to conclude that the 3dmax mesh itself demonstrated excellent performance, and the occurrence of complications was not related to the product but rather to complex surgical scenarios, subsequent interventions, and patient-specific factors. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hernia recurrence, seroma and infection are clinically understood potential complications of surgery/use of the device and is identified in the instructions-for-use provided with the device, as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the date of event ((B)(6) 2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "efficacy of intraperitoneal positive pressure gas expulsion in laparoscopic transabdominal preperitoneal hernioplasty: a retrospective cohort study" aim of the study: to investigate the effects of the pneumoperitoneum positive-pressure exhaust technique on mesh fixation and postoperative recovery in laparoscopic transabdominal preperitoneal prosthetic (tapp) hernia repair. The study period between patients who underwent laparoscopic transabdominal preperitoneal prosthetic (tapp) repair from (B)(6) 2019 to (B)(6) 2023 were retrospectively reviewed. Direct suture group (n=304) and positive-pressure exhaust grp (n=351) both the groups patients underwent inguinal hernia repair using bard 3dmax: type I-ii defects: 8.5×13.7 cm and type iii defects: 15×10 cm. Post operative outcomes: about 1 year of follow-up 13 patients had bleeding, 5 patients had mesh infection, 93 patients had seroma and requiring surgical intervention, 4 patients had hernia recurrence. All patients underwent diagnostic imaging and physical examination. The article concluded that this technique offers three advantages: real-time mesh positioning assessment, multimodal fixation without additional devices and simplified dead space management addendum per coauthor: based on our retrospective analysis, the complications observed in this study were primarily attributed to surgical techniques and patient factors, rather than the product itself. This comprehensive analysis leads us to conclude that the 3dmax mesh itself demonstrated excellent performance, and the occurrence of complications was not related to the product but rather to complex surgical scenarios, subsequent interventions, and patient-specific factors." Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.